Event description:
The dragonfly imaging catheter was used to evaluate the placement of a stent. Upon removal of the dragonfly imaging catheter, the physician stated that the dragonfly imaging catheter got caught in the stent. The physician stated he used the guidewire to dislodge the dragonfly imaging catheter. The guidewire became prolapse and got stuck in the stent. The guidewire was removed but the stent was damaged. Due to a moderate flow disturbance the physician placed another stent in the patient. Flow improved and the patient was stable.

Manufacturer narrative:
The device will not be returned and the lot number of the device is unavailable. Images have been requested from the facility.